Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during biomed testing. The test was a volumetric test using a 20ml volume. The exact numbers of volumes which the pumps were outputting were unknown, but it was stated that they were 18.5 ml and below. The same tubes were used for the tests and changed when bag was empty (medication, delivery rate unknown). It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Additional information was received from the customer. This MDR was initially reported due to the absence of information. Upon receipt of new information from the customer, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be reportable. Manufacturer report number 1314492-2015-07936 can be removed from the FDA database.

Event description:
The customer stated that the devices was retested with passing results. The device will not be sent to baxter at this time.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.